Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed to be recovered. The customer reported that drawers 1 and 2 had failed. The field service engineer (fse) found an obstruction behind the drawer, removed the obstruction, recovered drawers 1 and 2, and ran inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, two drawers failed and were reported as not detected on the bus. The technician attempted troubleshooting by restarting the pyxis and attempting to recover the drawers, but the issue persisted and the system indicated that maintenance was required. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.